Event description:
It was reported that during an esopho-gastro dilatation (egd) procedure, a partial deployment occurred. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 23mm x 12mm stent delivery system (sds) was advanced to the lesion, however, upon deployment only half of the stent deployed. The stent was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number shows that the device met its material, assembly, and product specifications. The most probable root can be attributed to design due to a design specification affecting the intended use of the device.